Manufacturer narrative:
Concomitant medical products: boston scientific jagwire wire guide; unknown model; boston scientific cre inflation device; unknown model. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. Several kinks and cracks were observed in the catheter. During a visual examination cracks were observed 189.5 cm, 192.5 cm and 194.5 cm from the distal end. Kinks were observed in the catheter 10 cm, 181 cm, 185.2 cm, 187.2 cm and 193.5 cm from the distal end. A ring gauge test was performed to test smooth transition over the distal and proximal balloon joints. Both ring gauges passed smoothly over the distal and proximal balloon joints without any resistance. It was observed that the clear adapter with blue switch were missing and not included in the return. The pre-loaded wire guide was also not included in the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic dilation procedure, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. During insertion of the catheter into the colonoscope, the blue catheter broke at three (3) points. The customer claims that it was due to the stiffness of the catheter. They finished the procedure with the another manufacturer's balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.